Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The lead was returned with the helix retracted and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The blood/tissue on the helix was removed with alcohol. The helix extended and retracted smoothly.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implanting the right ventricular (rv) lead in the patient, the helix would not extend and then it "jumped" out uncontrollably. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.